Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: product ID 4193-88 lead, implanted: 2002-(B)(6), product ID 5068-52, implanted: 2000-(B)(6). (B)(4).

Event description:
It was reported that the right ventricular (rv) lead triggered a lead integrity alert (lia) and had a possible fracture of the pace/sense portion of the lead. The pace/sense portion was capped and replaced with a previously capped rv pacing lead. The high voltage portion of the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.